Event description:
It was reported that during the implant attempt that the helix would not deploy as usual and took about 22 rotations and the doctor felt torque. The lead was not used and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.